Manufacturer narrative:
Pump analysis - no anomalies/issues were identified with the pump. Catheter analysis - analysis identified damage to the transition tube.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8840, serial# (B)(4); product type programmer, physician.

Event description:
Additional information was received from the health care provider (hcp), that the manufacturing representative came out the next day. The hcp's nurse took the call and did not have the patient's telemetry, but stated that the pump was stopped for 20-30 minutes. The cause of the issue was unknown, but has not occurred again. The nurse didn't remember using another 8840. The patient was doing well, as a refill was performed yesterday and there were no issues with this refill at all. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n488683, implanted: (B)(6) 2015, product type: accessory. Product type: physician programmer. Product ID: 8840, serial#: unknown. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (20.0mg/ml at 14.9 mg/day), and bupivacaine (10.0 mg/ml at 7.4 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and cancer pain. On this report date, the health care professional was trying to update the pump after a change in concentration and encountered a pump memory error which put the pump into stopped mode. 20 mins had elapsed since the pump went to stopped pump mode following the pump memory error. It was recommended that they update the pump back to the settings that the patient came in the door with, then enter the new drug settings. They tried to reprogram the pump and it would not allow them to edit the drug information to what the patient came in the door with, another 8840 was obtained but this did not resolve the issue. The health care professional was also concerned because the reservoir volume increased; at the refill on that day, the pump showed an expected reservoir volume of 19.6ml and the actual reservoir volume was 19.6ml but back on (B)(6) 2015 the pump interrogation showed 11ml. The health care professional was also concerned because when the pump was interrogated with one programmer, it showed that it had shut off for 28min, a minute later they used a different programmer and it indicated 33min. The health care professional wanted a manufacturing representative to come out. No patient symptoms were reported in association to the event. Additional information regarding the causality of the event has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.